Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. (B)(4). A getinge service territory manager (stm) evaluated this unit and was able to reproduce the reported issue. The stm discovered that the o-ring on the connection from the pump console to the hospital cart was broken. The o-ring was replaced. After the repair was complete, it was confirmed that helium was no longer leaking from the system. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.